Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient involvement. (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history of the past three years for part number 05.000.008 with lot number(s) 002120/5795416 has been reviewed. No service history review can be performed as the item has not previously been sent in for service. There is no relevant information to the current complained issue. The manufacture date of this item is 3-jun-2008. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department reported that during an inspection and cleaning of a contact plate, it was noticed that the contact was broken on the back where the battery connects. It seems as if the filter isn't there and the facility is afraid that particles will get inside the contact plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device history records review was conducted. The report indicates that the: DHR review for part# 05.000.008, supplier lot# 002120, synthes lot# 5795416, release to warehouse date: 3-jun-2008, expiration date: na, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Service and repair/ maintenance eval ¿ the investigation of the complaint articles has shown that: the customer reported the contact plate was broken. The initial inspection of the device was completed on (B)(4) 2016. The repair technician reported the membrane vent was damaged, and the motor was running slow in all speeds. The repair is unable to be completed at this time due to one of the components no longer being available. Refer to nc #nr-0042043 for further details regarding the unavailable component issue. Attached service record router completed through operation 10. The evaluation was confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.